Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced dexcom g7 continuous glucose monitor pairing failures and inaccurate sensor readings, leading to multiple sensor replacements and an initial overestimation of glucose that prompted insulin dosing before subsequent calibration aligned the cgm with a capillary value. Symptoms included hyperglycemia with a reported peak of 261 mg/dl without associated clinical effects such as loss of consciousness or diabetic ketoacidosis. Outcomes included transient glucose values outside the target range for about 45 minutes without medical intervention, ketone testing, or use of backup therapy. Investigation included troubleshooting and user education, including repeat calibration and monitoring guidance. Investigation of this case revealed cgm data accuracy and pairing issues that were resolved through calibration, with no alerts or alarms and no identified malfunction of the ilet pump. It was concluded, based on previously established findings for similar reports, that the cause was inconsistent cgm performance corrected by calibration, with no device failure of the ilet system identified.